Event description:
The bench technician during repairs found the high voltage capacitor out of specification. There was no patient involvement. The bench technician determined that the high voltage capacitor needs replacing. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The device passed all testing and will be returned to the customer. No further evaluation around the high voltage capacitor is warranted at this time.

Event description:
The bench technician during repairs found the high voltage capacitor out of specification. There was no patient involvement. The bench technician determined that the high voltage capacitor needs replacing. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The device passed all testing and will be returned to the customer. No further evaluation around the high voltage capacitor is warranted at this time.